Event description:
A malfunction was reported on the pump, with the malfunction code malf 5. It was unknown or not disclosed if the issue caused the blood glucose level to exceed 500 mg/dl. The customer was advised by technical support to use multiple daily injections as a backup therapy, and a replacement pump was shipped. The customer was also given instructions on returning the defective pump to tandem.